Event description:
A materials manager reported that following a multifocal intraocular lens (iol) implant procedure, a patient experienced double vision, glare and halos at night. The lens was exchanged three months later for another lens of the same model; different power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).